Manufacturer narrative:
.

Event description:
Per the audiologist, in 2007, the patient reported a lump over the implant magnet site. The implant magnet was confirmed to be dislodged. The patient underwent an revision surgery in seven months later, to replace the implant magnet and is reportedly doing fine. (The date of event is an estimate).